Manufacturer narrative:
Additional information: manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed with log file. The log file captured a no external power/ebb in use alarm event on september 16 at 9:22 am that appears to be related to the loss of outlet power. The alarm occurred when the system controller was supported on the mobile power unit. The pump speed value matched the set speed value for all events. The patient was provided a new locking a/c power cord. Mobile power unit (serial # (B)(4) was not exchanged and not expected to be returned. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 5 years, 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient experienced no external power event and was given locking ac power cord for patient's mobile power unit during the visit. Based on the log file, technical service confirmed no external power event.